Manufacturer narrative:
No x-ray views have been provided to abbott so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis. Updated field safety corrective action (fsca) implemented in november 2011 (sjm ref (B)(4)) with updated patient management recommendations and estimates of failures associated with all cause insulation failure on riata and riata st silicone endocardial defibrillation leads, with a specific emphasis on externalized conductors. Abbott voluntarily and proactively stopped selling riata and riata st silicone defibrillation leads in december 2010. No riata and riata st silicone endocardial leads included in the fsca have been distributed post this corrective action. All concerned competent authorities were notified about this action at the time. Updated information regarding performance of riata and riata st silicone defibrillation leads can be found on www.riatacommunication.com.

Event description:
Inappropriate shocks were delivered due to noise on the right ventricular (rv) lead. Diagnostic imaging revealed signs of externalization near the rv-coil. The lead was capped and replaced. The patient was in stable condition.